Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the customer's infusion site skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced symptoms of a skin reaction and lost consciousness due to pain associated with pod removal after approximately 24 to 26 hours of pod wear on the arm, specifically below the deltoid between the tricep muscle. Reported skin reaction symptoms included pain, inflammation, hypersensitivity, bruising, and bleeding. It was further reported that the patient had changed the pod the day prior on (B)(6) 2025. The patient noted that bolus insulin delivery was more painful than usual and that the infusion site felt increasingly sensitive when unintentionally bumped. On (B)(6) 2025, the patient noticed a dark purple bruise with inflammation and blood leakage while getting into the shower. At that time, the patient removed the pod and lost consciousness due to the pain associated with removal. The patient reportedly fell and hit his head on the toilet and remained unconscious for 2-3 minutes before his wife called emergency services (911). Emergency responders noted low blood pressure and dilated pupils and suspected concussion and potential cardiac concerns. It was also reported that the patient¿s blood glucose level increased to over 306 mg/dl. The patient was admitted to the hospital, where an electrocardiogram ruled out cardiac issues and concussion. Medical evaluation attributed the elevated blood glucose level to reduced insulin absorption resulting from trauma at the infusion site. The patient also reported a history of loss of consciousness in response to severe pain. The patient received intravenous treatment for low blood pressure and insulin and was discharged on (B)(6) 2025.